Event description:
It was reported that noise was observed via merlin.net that was detected as a vf episode. In clinic, the noise was not reproducible with arm movement or deep breathing. Programming changes were made. The patients medical condition was good. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.